Event description:
On 12th january 2024, getinge became aware of an issue with one of our mobile tables - 113312b1 - alphamaxx sfc-pads, EU-side rails. As it was stated, velcro on operating table plates and cushions was not gripping properly what led to a delay as an anesthetized patient nearly fell from the table. According to provided information velcro was damaged and required cleaning. Additionally, velcro hooks side on one of the plates was missing. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situations, namely the velcro issue resulting in the patient nearly falling from the table and delay in surgery resulting in prolonged anesthesia time, were to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter:(B)(6).

Event description:
On 12th january 2024, getinge became aware of an issue with one of our mobile tables - 113312b1 - alphamaxx sfc-pads, EU-side rails. As it was stated, velcro on operating table plates and cushions was not gripping properly what led to a delay as an anesthetized patient nearly fell from the table. According to provided information velcro was damaged and required cleaning. Additionally, velcro hooks side on one of the plates was missing. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situations, namely the velcro issue resulting in the patient nearly falling from the table, were to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 113312b1 - alphamaxx sfc-pads, EU-side rails. As it was stated, velcro on operating table plates and cushions was not gripping properly what led to a delay as an anesthetized patient nearly fell from the table. According to provided information velcro was damaged and required cleaning. Additionally, velcro hooks side on one of the plates was missing. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situations, namely the velcro issue resulting in the patient nearly falling from the table, were to reoccur. The affected device was evaluated by a getinge technician, who confirmed the malfunction of the table. The velcro on the head and leg plates needed to be cleaned with a wire brush to remove any debris, which should restore full functionality. However, the table itself required a new seat plate because the velcro hook side was missing. It was advised to replace all the pads except for the upper back section, as the velcro woolly parts were worn out. The technician successfully carried out the necessary repairs by scrubbing the old velcro with a dedicated wire brush and replacing the following parts: seat plate (84020462), pad for seat and back plate (90933853), pad for head plate (90930104), and pad for seat plate (90932414). After performing full functional checks and ensuring that the new pads adhered properly, the table was restored to full working order and returned to service. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. As the malfunction of velcro pads was found, it was considered that the getinge device was not up to the specification. The velcro on the operating table and cushions was found to be damaged and not gripping properly. The table was manufactured in 2007, and velcro is considered as a consumable item with a typical lifespan of 5-10 years, depending on how it is maintained. Since the damage was not described as a sudden malfunction (i.e., it did not occur during a procedure and was likely damaged beforehand), it can be concluded that the issue was likely due to age-related wear and tear. According to the information provided by the ssu, the last maintenance was performed on november 10th, 2023, three months before the adverse event occurred. In the conclusions after the maintenance, there was no information indicating that the pads and velcro had been checked, and no velcro-related issues were found or reported. Since there was no feedback after the maintenance suggesting that any repairs or replacements related to the velcro were necessary, the customer could have assumed that the table was fully functional. According to information provided by the ssu, the pre-use check was performed, and no malfunction was found. The fact that the pads were not well attached should have been noticed before the surgery. The IFU does emphasize the necessity of checking the velcro grip efficiency: ¿the patient can slip off the table if the padding is not properly secured. Worn, loose or wet loop strips will not secure the padding properly on the product. When attaching the padding, check to ensure that it is properly affixed.¿ (ga 1133.12 en 08, page 57). The subject matter expert pointed out that the affected mobile table was manufactured in 2007 and has been in daily use for 17 years, so issues of wear and tear could have been expected. Therefore, it can be concluded that the issue investigated herein may be related to the age of the device. In summary and as a result of the performed root cause evaluation, it was concluded that based on available information the most probable root cause of the reported issue, namely the velcro issue resulting in the patient nearly falling from the table, is related to the devices age and occurred due to expected wear and tear. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code ¿ explain, h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 12th january 2024, getinge became aware of an issue with one of our mobile tables - 113312b1 - alphamaxx sfc-pads, EU-side rails. As it was stated, velcro on operating table plates and cushions was not gripping properly what led to a delay as an anesthetized patient nearly fell from the table. According to provided information velcro was damaged and required cleaning. Additionally, velcro hooks side on one of the plates was missing. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situations, namely the velcro issue resulting in the patient nearly falling from the table and delay in surgery resulting in prolonged anesthesia time, were to reoccur. Corrected b5 describe event or problem: on 12th january 2024, getinge became aware of an issue with one of our mobile tables - 113312b1 - alphamaxx sfc-pads, EU-side rails. As it was stated, velcro on operating table plates and cushions was not gripping properly what led to a delay as an anesthetized patient nearly fell from the table. According to provided information velcro was damaged and required cleaning. Additionally, velcro hooks side on one of the plates was missing. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situations, namely the velcro issue resulting in the patient nearly falling from the table, were to reoccur. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Previous h4 device manufacture date: 11/15/2007. Corrected h4 device manufacture date: 11/05/2007.